Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a follow up, twiddler syndrome was observed. Decreased r-wave, exit block, high capture and lead dislodgment under x-ray were noted. The lead was explanted and replaced. The patient condition was stable.